Event description:
It was reported that the patient's right atrial (ra) lead had failed to capture and exhibited over-sensing of far r-wave. Programming changes were made. Patient status was not provided.